Event description:
It was reported that the right atrial (ra) lead amplitudes on this cardiac resynchronization therapy defibrillator (crt-d) are not detected. As a result, atrial undersensing is present, and the ventricular channel activity is regularly labeled as pvc rather than ventricular sensed signals. As a result of the atrial undersensing on the timing cycles, biv pacing has had 2% stimulation since the end of february. Technical services (ts) recommended troubleshooting to assess right atrial (ra) sensitivity programming and discusses potential reprogramming options. This crt-d remains in-service. No adverse patient effects were reported.